Manufacturer narrative:
Plant investigation: the report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the clinic manager clarified that the blood leak occurred immediately upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen. Blood tests strips were not used. The machine was a fresenius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the clinic manager clarified that the blood leak occurred immediately upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen. Blood tests strips were not used. The machine was a fresenius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.